Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided: on (B)(6) 2024, initial tsh result = 11 uiu/ml; repeat result on (B)(6) 2024 = 10.182 uiu/ml. On (B)(6) 2024, tsh result from a new sample = 1.74 uiu/ml; repeat result on (B)(6) 2024 = 1.561 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot and issue under review. The historical performance of reagent lot 54659ud00 was evaluated using worldwide data for architect tsh assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 54659ud00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 54659ud00. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for architect tsh reagent lot 54659ud00.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided: on (B)(6) 2024, initial tsh result = 11 uiu/ml; repeat result on (B)(6) 2024 = 10.182 uiu/ml. On (B)(6) 2024, tsh result from a new sample = 1.74 uiu/ml; repeat result on (B)(6) 2024 = 1.561 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.